Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) fault code. Additionally, within an approximately 4 months, the battery had depleted 22%. Technical services (ts) confirmed through a data analysis that the power consumption was increasing and recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) fault code. Additionally, within an approximately 4 months, the battery had depleted 22%. Technical services (ts) confirmed through a data analysis that the power consumption was increasing and recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.